Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "leaking from tubing connection, not from luerlock connection port." An incomplete date of event of (B)(6) 2018 was provided.